Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a check. Non-sustained right ventricular oversensing episode was noted. The device oversensed a low amplitude signal leading to approximately three seconds of pacing inhibition. The recommended programming changes were made. The patient was well before and after the programming changes.